Event description:
It was reported that this pacemaker system exhibited high, out-of-range right atrial (ra) pacing lead impedance measurements measuring, 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Impedances were noted to be gradually rising. There were no observations of noise. Technical services recommended to bring the patient in and turn off lss and to raise the upper rate limit. At this time, the system remains in service. No adverse patient effects were reported.